Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal output and telemetry communication. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2024. No patient consequences were reported.

Event description:
New information received notes that premature battery depletion was alleged on the device.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.